Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The device was reprogrammed to deactivate the rv lead until the revision procedure could be performed. The rv lead was capped and replaced. The patient was in stable condition.